Event description:
Same case as MDR ID:2134265-2015-02691. It was reported that vessel thrombosis occurred. An unspecified rotawire and a 1.25mm rotalink¿ burr were used for a rotational atherectomy treatment. The patient's activated clotting time (act) was noted to be at 345. However, during the first run of rotablation, after 2 seconds the entire vessel thrombosed. A balloon pump was inserted, the patient was intubated and transferred to ICU. The patient was fine thereafter. The act was checked again and was at 70; it was further noted that the first reading could have been inaccurate. The procedure was not completed. There were no further patient complications reported and the patient's condition was fine.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).